Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (b0(4).

Manufacturer narrative:
Manufacturing site:(B)(4). When the reported device was returned to the manufacturer, reportable malfunction was recognized for the first time, therefore, the date the manufacturer became aware of this event was considered the date the device was returned. The regalia xs 1.0 guide wire was returned for evaluation. The guide wire was deformed in a hook-like shape for approximately 15mm from its tip. The polymer jacket was torn at approximately 25mm from the tip. The stretched coil wire and the core wire were exposed for approximately 3mm. The coil wire was not detached, and the core wire was not fractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that pulling force was applied during withdrawal of the regalia xs 1.0 while its distal segment had been caught by the lesion. Consequently, the polymer jacket was pulled and stretched along the coil wire, causing the polymer jacket to be torn. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that fragment(s) of the polymer jacket might be left in the patient. The instructions for use (IFU) states: warnings: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move, or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury, or result in fragments being left inside the vessel, and, malfunctions and adverse effects: breakage of the guide wire.

Event description:
It was reported that an asahi regalia xs 1.0 guide wire was caught during a ppi to treat a heavily calcified sfa. When the guide wire was pulled out of the patient anatomy, the distal segment was found damaged. A new regalia xs 2.0 guide wire was used to continue the procedure. Finally, poba was performed and the procedure was completed with reestablished blood flow. There were no adverse patient effects associated with this event.